Manufacturer narrative:
Unit received no button response (act) due to corroded keypad traces. Pump received with peeling keypad overlay. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Event description:
It was reported that control panel on front side was loosed. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to monitor insulin pump. The insulin pump will be returned for analysis.